Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high impedance. The lead was not installed and a new lead was implanted. No patient symptoms were reported.